Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 14 bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes the scale marking were discovered to be defective. The following information was provided by the initial reporter, translated from (B)(6) to english: defective marking ×14.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with 14 bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes the scale marking were discovered to be defective. The following information was provided by the initial reporter, translated from japanese to english: defective marking ×14.